Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a disconnection between the apd luer lock connector and the baxter icodextrin solution bag during dwell 3 of 3 of pd treatment. The patient reported receiving air detected in cassette alarms three times from their liberty select cycler during dwell 3 of 3 prior to observing the disconnection. The patient was advised to notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient's contact reported that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The contact clarified that there was never any fluid leak observed during this event. The connector used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
H6 conclusion code (incorrect selection).